Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the morning of (B)(6) 2023, the pediatric patient was sleeping and suddenly woke up vomiting and had large hiccups. The patient´s father took a bg reading which was 400 mg/dl and the cgm reading was low. The father took the patient to the emergency room and there they treated the patient with IV fluids. The parent declined to provide further information about the event. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1: initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.